Manufacturer narrative:
(B)(4). Internal file number - (B)(4). The lot #, expiration and manufacture dates are reported as unknown, because 2 clips were implanted as follows: lot #: 61017u163 - date of manufacture: 10/17/2016; expiration date: 10/17/2017. Lot #: 61025u182 - date of manufacture: 10/25/2016; expiration date: 10/25/2017. The device was not returned for evaluation. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots which would have contributed to the reported event. Based on the information reviewed, the reported patient effect of worsening mitral regurgitation (mr) is related to disease progression and not to the implanted clips. There was no device issue or adverse patient effect related to the implanted clips; therefore, no further investigation required.

Event description:
Subsequent to the previously filed 30-day medwatch report, the following information was provided: the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips (61017u163, 61025u182) were implanted, reducing the mr to 1. On (B)(6) 2017, the patient returned with increased mr with a grade of 4+ due to progression of disease. The initial clips were confirmed to secure on both leaflets. No additional information was provided. There was no device malfunction or adverse patient effect, reported, related to the implanted mitraclips; however, this was previously reported and must remain FDA reportable.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on an unspecified date to treat degenerative mr. Two clips were implanted. On (B)(6) 2017, the patient returned with increased mr with a grade of 4+. One clip was attempted for treatment; however, there was not optimal mr reduction; therefore, the clip was not implanted and the mr was unchanged. The patient was treated with surgery. No additional information was provided.